Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch and occured on an unspecified date where it was reported that during an infusion, the tubing was leaking at the site of the filter. Nivolumab was infused. Chemo came into contact with the patient and clothing was cleaned. No spill kit indicated. The tubing was set up per protocol. Tubing replaced in both situations. There was no blood loss or bleed back. There was no hole, cut, tears or any defect noted. There were no mating devices that were attached to the involved device. The second situation tubing was collected and sent to materials management as requested. There was patient involvement and no apparent harm, but taxol did come into contact with one patient¿s clothing while they were holding their infant child. No contact to infant was noted.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used #142550489 primary plumset attached to a spiros and a 100ml bag. As received no damage or anomalies were noted. The inline filter was leak tested per specifications. A leak was observed from the inlet filter. The complaint of 'taxol tubing¿s leak at the site of the filter' can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed tot he reported complaint.